Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 6(B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Tamper seal was removed/broken on bottom case. Cracked on lower right front corner of top case and cracked on right plunger case. Motor rate error was found in the event history log. The technician performed an occlusion test and the reported issue was duplicated. The root cause of the reported issue was found to be combination of motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn out. The technician replaced motor assembly (stepper motor included), worm gear, leadscrew and clutch halves. Performed occlusion test and all functional testing which passed.

Event description:
It was reported that the motor rate error occurred. No patient injury was reported.